Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level, specifically not exceeding 500 mg/dl. The customer attempted to load a new cartridge and, with guidance from technical support, successfully filled and loaded a second cartridge using the proper technique. This resolved the issue, allowing the customer to resume insulin use.